Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main full height drawer 2 does not sense closed. A field service engineer replaced magnet less inseparable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system main drawer 2 was failed. The customer tried to recover storage space and reboot the station, but issue persisted. The customer stated that this malfunction occurred while dispensing medication to patients and caused delay in patient care. The user managed to dispense medication from another station. However, there were no adverse events or injuries reported based on this event.